Event description:
A report was received that the patient was having difficulty charging due to the ipg not sitting flat. The patient underwent a revision procedure and was doing well postoperatively.